Manufacturer narrative:
S/w ver.: 4.11e, retainer ring: black, case type: ngp. Customer returned pump, for an alleged blank display. And failed batt test on 04/15/2023. The unit p-cap test and reservoir locked in place properly. The pump powered up properly, after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed, unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection. And found evidence of moisture damage on the motor and battery tube assembly noted. Failed batt test (58), was found on (B)(6) 2023 01:53:09.000. In summary, customer alleged blank display not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a blank display and also reported the insulin pump was not registering the new battery after replacing the old battery with a low battery alarm. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring, however, the issue was not resolved even after the pump restart. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.